Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving clonidine (75 mcg/ml at 16 mcg/day) and morphine (45 mg/ml at 10 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that a pump alarm was heard and telemetry confirmed a critical alarm was occurring. The alarm was due to pump eos (end of service). The patient experienced sudden withdrawal and was hospitalized due to the withdrawal. The pump eos was expected, but the family was unsure if they were going to have the pump replaced due to health reasons.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.